Event description:
Literature was reviewed regarding subacute in-stent thrombosis after carotid artery stenting in a patient with gene polymorphisms associated with aspirin and clopidogrel resistance: a case report multiple manufacturer¿s devices were implanted in the study population. The following medtronic neurovascular devices were used: solitaire stent retriever the following patient adverse event was reported:      a patient who had been treated with carotid artery stenting (cas) experienced stent thrombosis. They also suffered an occlusion of the left middle cerebral artery (mca) in the m2 segment, likely caused by an embolus detached from the stent thrombus. The occlusion was resolved by mechanical thrombectomy using a solitaire stent retriever. Genetic testing indicated that the patient was resistant to both aspirin and clopidogrel. Three days after surgery, cranial MRI showed multiple fresh cerebral infarcts in the left frontal, temporal, parietal, insular cortex, as well as in left centrum semiovale. With the current antiplatelet therapy, the patient¿s symptoms gradually recovered and they were discharged from the hospital fifteen days after hospitalization with nihss score of 3 and mrs score of 1. At 30-day follow-up, their nihss score and mrs score both decreased to 0. Ticagrelor and rosuvastatin were continued. At 90-day and 13-month follow-up, the patient recovered well and reported no ischemic event. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: liu, t., chen, l., deng, s., he, j., li, d., & chen, y. Subacute in-stent thrombosis after carotid artery stenting in a patient with gene polymorphisms associated with aspirin and clopidogrel resistance: a case report. Thrombosis journal 22(1) 2024. Doi:10.1186/s12959-024-00660-1. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.